Event description:
During heart cath procedure, following an acute myocardial infarction, a perforation to the right coronary artery occurred. Pt was emergently taken to the operating room for treatment, subsequently expired in ICU the same date. Packaging and the devices were both discarded.